Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2008, and mesh was implanted. It was reported that the patient had an inguinal hernia repair in (B)(6) 2017. It was reported that the patient experienced pain, erosion, scarring, autoimmune disorder, fatigue, depression, nerve issues, painful sexual intercourse and infections. No additional information was provided.